Event description:
Augmentation 1999 with silicone breast imiplants. Last breast surgery 2002. Now has grade 1 capsule with ruptured implant on left. ? Rupture on right. In 2005, pt underwent removal of bilateral silicone mammary implants - left implant was intact; right implant was ruptured within the capsule - no free silicone. Pt augmented with mentor silicone gel mammary implants.